Event description:
PICC line noted to have a split near the stat lock proximal to the pt. Leaked into dressing during flush prior to starting infusion. PICC was immediately discontinued, and notified physician. Line was saved and sent to quality. Line was placed originally on (B)(6) 2015.